Manufacturer narrative:
(B)(4) the device was not returned for evaluation. There were no anomalies identified during the internal review of the inspection records for this lot number. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient experienced bleeding during a superdimension procedure. Epinephrine and thrombin were administered and were successful in stopping the bleeding. The site reported that the blood loss was not significant. If additional information pertinent to the incident is obtained a follow-up report will be submitted.